Manufacturer narrative:
The system and phaco handpiece were both examined and the reported event(s) were confirmed. However, the causes remain inconclusive. The company representative recommended the handpiece be replaced. The information regarding the replacement or the return is undetermined. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The phaco handpiece was manufactured on june 18, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 21, 2014. The root causes of the reported event(s) were confirmed. However, the causes remain inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after tuning the handpiece it started to get hot and stopped working before a cataract procedure. There was no patient involvement.